Event description:
Technologist was performing a routine injection of thallium-201 (treadmill cardiac exam). While introducing the radioactive pharmaceutical, a sudden burst of the substance blew past the plunger onto the technologist, treadmill and floor. After decontaminating tech and area, the syringe was evaluated. It had been partially crushed, forming a crease in the wall. As the plunger passed over the crease, there was no seal, thus allowing the thallium-201 to pass or be ejected through the rear of the syringe. This eval was performed on 2/18/94. The supplier of the radiopharmaceutical was notified 2/17/94, immediately following decontamination procedures.